Event description:
A facility reported that 30 minutes into a treatment, air inadvertently entered the extra-corporeal circuit through an open arterial monitor line or side line. The facility does not monitor arterial pressure. Air entered the dialyzer and emptied the venous drip chamber. No alarms occurred, therefore the blood pump continued at 600ml/minute and air traveled past the venous line occluding clamp. The nurse noticed the air, stopped the blood pump and clamped the bloodlines. No pt injury resulted. The nurse states the machine had passed the pretreatment testing prior to the initiation of the treatment. The machine was removed from the treatment area for investigation by the facility machine tech. The machine tech retested the machine and found the machine to be operating properly. He replaced the level detector even though he had found nothing wrong with it. He again verified the machine was operating properly and returned the machine to the treatment area. The machne has been used for treatment since, without any problems.